Manufacturer narrative:
Pump received with pump error 38 during rewind sequence due to a corroded motor home switch. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to corrosion found on the motor home switch. Hardware low level failures. Variable 3, alarmed during self test and was confirmed in pump history file due to cold solder joint at u1 ambient light sensor.

Event description:
The customer reported via phone call that their device keeps turning off and they have to keep rewinding. Report does not state whether the reservoir is able to lock into place. The customer¿s blood glucose level at the time of the incident is 317 mg/dl. Customer was advice to disconnect from device and to refer to their health care provider¿s instructions. No further details or information available. The device will be returned for analysis.